Event description:
Per independent repair center, unit is alarming or has a red light. The hose clamp is defective, the tie wrap is defective, the tubing is clogged, the sieve bed is blown, the pilot valve is not shifting, and the muffler is clogged.